Event description:
It had been reported under filed manufacturer report #2024168-2013-05178 that a 2.5x38 xience prime stent delivery system (sds) was advanced toward a lesion in the obtuse marginal coronary artery, but was unable to cross the lesion. Subsequent to initial filed manufacturer report #2024168-2013-05178 for a 3.0x6 nc trek rx balloon catheter, the following additional information was received regarding the failure to cross: prior to the attempt to cross with the 2.5x38 xience prime stent system, pre-dilatation had been performed with a 2.0x15 unspecified balloon dilatation catheter (bdc) and an unspecified 2.5x8 nc bdc. The inability of the 2.5x38 xience prime to cross was reportedly due to both patient anatomy and resistance against two unspecified support wires during advancement. The 2.5x38 xience prime was withdrawn from the anatomy without resistance. A 2.5x23 xience prime and a 2.5x33 xience prime sds crossed and were successfully deployed. While there were no adverse patient effects, the failure to cross reportedly contributed to a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The rx nc trek dilatation catheter mentioned is being filed under a separate manufacturer report number. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.